Manufacturer narrative:
Device evaluation: one device was returned for investigation. The tamper seal was removed or broken. Visual inspection noted the top case is chipped in front corners, right plunger case is cracked, and the bottom case is cracked. Review of error history log found "mnr". Functional testing confirmed the complaint; pump alarms with the error. Root cause was attributed to foreign material on the worm coupling tip. Replaced teflon washer with the delrin washer due to white teflon shavings. Cleaned, greased, calibrated the pump. Device passed all functional and delivery tests after repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a motor not running error. It is unknown if there was patient involvement, no adverse patient effects were reported.